Manufacturer narrative:
The minerva handpiece and the rf controller used in the case were returned and evaluated. The minerva handpiece was inspected and tested and the device worked as expected. The minerva controller was tested to the relevant sections of incoming inspection requirements and all testing passed. A device history review was conducted for the handpiece lot number shipped to the facility and the controller serial number. Both the handpiece and the minerva controller were released meeting all qa specifications.

Event description:
A patient underwent a truclear procedure (indication unknown), followed by a minerva procedure. A few attempts to pass the uterine integrity test (uit) were unsuccessful, but the test subsequently passed. Ablation was performed. Post treatment hysteroscopy was inconclusive due to suboptimal distention of the uterine cavity. Uterine perforation was suspected and confirmed during laparoscopy. Examination of the organs of the abdominal cavity revealed a suspect area on the bowel which had a somewhat different color. A colorectal surgeon was consulted and suggested that injury to the bowel in the suspect area was possible, but unlikely and recommended observation. Patient was kept in the hospital for observation and discharged two days later. Patient was subsequently seen in the office and is doing well. Minerva procedure was performed contrary to the FDA approved IFU and operator's manual, which specifically states: "contraindications. The minerva endometrial ablation system is contraindicated for use in a patient with any anatomic condition (e.g., history of previous classical cesarean section or transmural myomectomy, including hysteroscopic and/or laparoscopic myomectomy performed immediately prior to the minerva procedure) or pathologic condition (e.g., requiring long-term medical therapy) that could lead to weakening of the myometrium".